Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Critical care nurse reported in the online survey that physician stated that the patient experienced 'tissue perforation' after usage of the hydroglide guidewire. The respondent indicated they did not believe this to be a device related adverse event but instead indicated 'procedure or other' and stated 'both'. No medical intervention was reported.